Event description:
Machine was installed incorrectly by the olympus field service engineer. Fse set the disinfection soak time for the program the facility was using at 5 seconds when it should have been set for 5 minutes. 3 scopes were reprocessed on the machine and were used on other patients. No patient ill effects have been reported by the facility.